Event description:
It was reported that there was a high impedance issue with all electrode combinations were reading above 400 ohms. The old system was explanted and a new system was implanted. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 889-28, lot# v745949, implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Final analysis of the implantable neurostimulator found "no anomaly." It was reported that ¿a known good lead was connected to the ins and all was placed in 0.9% saline solution. Impedances were measured with an physician programmer. Normal impedances were observed on every electrode pair.¿ final analysis of the lead found an "intermittent short between conductor 0 and 1." It was noted "conductor 3 and 2 had breaks due to overstress/damage, 6 cm from the distal end." Impedance testing results reported circuit 0 was 85 ohms, circuit 1 was 86.5 ohms, circuit 2 was open, and circuit 3 was "intermittent."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.